Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of heavily calcified, mildly tortuous, de novo lesions in left main artery (lm) to left circumflex artery (lcx) and lm to left anterior descending artery (lad) bifurcation. Thrombolytic predictive instrument (tpi) was taken, and intra-aortic balloon pump (iabp) was inserted for support. The patient¿s base rate was 80bpm. The lesion was crossed through a workhorse guide wire then pre-dilated with 1.5 x 12mm non-compliant balloon followed by dilation with 2.5 x 12mm non-compliant balloon using microcatheter exchange to viperwire advance coronary guide wire with flex tip in lad. The oad was advanced to the lesion and 3 treatments at 80,000 rpm were performed in mid lad. Two 120,000 rpm treatments in lm to proximal lad followed. Angiographic imaging showed slow flow in mid lad. Suddenly, the patient¿s blood pressure dropped. Inotropes were started and the patient was intubated. Stent placement with 3.5 x 28 mm drug-eluting stent (des) was performed in lm to lad followed by post dilation with 4 x12 mm non-compliant balloon. The patient was admitted to a critical care unit (ccu) and expired the next day. The physician was unsure if orbital atherectomy contributed to the patient¿s hypotension. The slow flow was treated with adenosine and nitroglycerin. In the opinion of the physician, the primary cause of death was left ventricular (lv) ejection fraction of 30% and the secondary cause was slow flow. In the opinion of the physician the orbital atherectomy device possibly contributed to the patient¿s death. There was no vessel injury (perforation/dissection) observed.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient harms including embolism, obstruction, low blood pressure, hospitalization, medication required, unexpected medical intervention and death appear to be related to operational context. In this case it is possible that the reported patient embolism, obstruction, low blood pressure, hospitalization, medication required, unexpected medical intervention and death are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: e1. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of heavily calcified, mildly tortuous, de novo lesions in left main artery (lm) to left circumflex artery (lcx) and lm to left anterior descending artery (lad) bifurcation. Thrombolytic predictive instrument (tpi) was taken, and intra-aortic balloon pump (iabp) was inserted for support. The patient¿s base rate was 80bpm. The lesion was crossed through a workhorse guide wire then pre-dilated with 1.5 x 12mm non-compliant balloon followed by dilation with 2.5 x 12mm non-compliant balloon using microcatheter exchange to viperwire advance coronary guide wire with flex tip in lad. The oad was advanced to the lesion and 3 treatments at 80,000 rpm were performed in mid lad. Two 120,000 rpm treatments in lm to proximal lad followed. Angiographic imaging showed slow flow in mid lad. Suddenly, the patient¿s blood pressure dropped. Inotropes were started and the patient was intubated. Stent placement with 3.5 x 28 mm drug-eluting stent (des) was performed in lm to lad followed by post dilation with 4 x12 mm non-compliant balloon. The patient was admitted to a critical care unit (ccu) and expired the next day. The physician was unsure if orbital atherectomy contributed to the patient¿s hypotension. The slow flow was treated with adenosine and nitroglycerin. In the opinion of the physician, the primary cause of death was left ventricular (lv) ejection fraction of 30% and the secondary cause was slow flow. In the opinion of the physician the orbital atherectomy device possibly contributed to the patient¿s death. There was no vessel injury (perforation/dissection) observed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.